Event description:
The customer reported that she was walking up the stairs and when she got to the top of the stairs the cane moved on her and she lost her balance because the bottom of the cane does not tighten up. The ambulance transported the customer to the hospital and it was determined that the customer fractured her right arm.

Manufacturer narrative:
The customer reported that she was walking up the stairs and when she got to the top of the stairs the cane moved on her and she lost her balance because the bottom of the cane does not tighten up. The customer reported that the device did not break it was just wobbly and unsteady. The customer reported that she fell on her right side and had to call an ambulance to help her. The ambulance took the customer to the hospital where she had x-rays performed and was found to have a fractured right arm. The customer stated that the hospital gave her an immobilizer for her arm and was released the same day. The customer does not know what the follow up plans are with the doctors because she has not scheduled the appointment yet. The customer stated that she also got a scrape on her right knee but there were no fractures noted with the leg. The customer did not return the device to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.